Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot# / serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 12-oct-2023, UDI#: (B)(4). Analysis of tm90t0 identified that the micro usb charge port is loose with corroded pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, fentanyl and an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the communicator was not holding a charge and was not powering on since this weekend. A request was sent to the repair department to replace the communicator.